Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled altitude operating range. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy.